Manufacturer narrative:
This case was reviewed and investigated according to the manufacture¿s policy. Blocks a2-a6: no patient involvement. Blocks b6 & b7: no patient involvement. Block c: not applicable. Block d4: expiration date and lot number are not applicable. Blocks d6, d7 & d10: not applicable; no patient involvement. Block h3 & h6: a field service engineer visited the site on 26may2026 to replace the pim cable, pim connector cap, ace board power cable, and fan. The system met specification for the performed service and returned for use. Blocks h7, h9 & h10: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
It was reported that the intrasight system experienced a hardware error code during set up. There was no patient present and no user injury reported. A philips field service engineer was onsite to inspect the intrasight and found damaged/broken connections on the ace board, along with a burnt pc wire (confirmed from photo received). This product problem is being reported due to a burnt component; potential for harm.